Event description:
Service requested on device, information provided with return "lipid tubing pierced by IV pump and clip site just below bubbles". There was no report of patient injury or medical intervention required.